Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor signal loss on the ilet, characterized as intermittent communication failure and addressed by instructing the user to toggle settings and re-pair the sensor with the ilet using the provided pairing code. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue consistent with intermittent communication failure associated with the antenna/electrical and magnetic communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected and the cause was user setup or pairing configuration and transient communication disruption.